Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The dislodgement was confirmed thought a fluoroscopy. The lead was successfully replaced. No additional adverse patient effects were reported.